Manufacturer narrative:
The cobas pro analyzer serial number was (B)(6).

Event description:
The initial reporter questioned high results for "several" patient samples tested for sodium electrode (na) and chloride on a cobas pro ise analytical unit. A discrepant high na result was provided for 1 patient sample. The initial result was 154 mmol/l. The repeat result was 142 mmol/l. The samples were repeated as staff questioned the high results.

Manufacturer narrative:
Section d, device identification, was updated. Relevant fields of sections d and g were updated. The na electrode lot number and expiration date were not provided. Calibration was last performed on 30-mar-2025 with acceptable results. Qc was acceptable. There is no indication of a reagent performance issue. There were multiple abnormal aspiration alarms noted on the alarm trace data on the date of the event, near the time the sample was processed. The field service engineer (fse) found a chip in the dilution vessel. The fse altered the dilution vessel. Ise checks, calibration, and qc were acceptable. The investigation determined that the issue found by the fse was the root cause of the event.